Event description:
Nurse reports the foldable intraocular lens (iol) bowed forwarded due to positive vitreous pressure. The incision was enlarged in order to implant a non-foldable iol. The non-foldable lens was stiffer than the foldable lens and the surgery was successful.